Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze during interrogation of a implantable cardiac device. When the programmer was restarted, the issue reoccurred. The programmer remains in use. No patient complications have been reported as a result of this event.